Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that there was a hole in one of the limbs of an rt212 adult inspiratory heated breathing circuit. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). The complaint rt212 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). The rt212 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt212 adult breathing circuit was returned to fph in (B)(4) and was visually inspected. Results: visual inspection revealed a hole about 2.5cm from the connector of the dryline tube. A lot check revealed no other complaints of this nature for lot number 120316. Conclusion: it was identified that damage to the rt212 dryline was caused by a faulty corrugator block that was used during the dryline manufacturing process. The faulty corrugator block was replaced last year; however, the subject dryline tube was manufactured prior to the replacement of that faulty block. During the production of the dryline tubes, a pressure test is performed (B)(4) and those that fail are set aside for further inspection. The user instructions that accompany the rt212 adult inspiratory-heated breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms." (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that there was a hole in one of the limbs of an rt212 adult inspiratory heated breathing circuit. This was observed before use on a patient.